Event description:
It was reported that the tubing of the infusion set was disconnected from the connection at the headset. The patient experienced an elevated blood glucose level of 20 mmol/l and corrected the elevated level via insulin injection. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.